Event description:
The hospital has indicated that the event occurred as a result of the user not removing the vent/vacuum cap prior to use. The device was discarded and is, therefore, not available for evaluation. If further info is received, a follow-up medwatch report will be sent.